Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was removed. This was reportedly due to "persistent decentration/ugh due to insufficient zonule/sulcus support in a pseudophakic patient." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - work order search: no similar complaints within associated lots were found. Manufacturer narrative:. Secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).